Event description:
It was reported that after undergoing an MRI and removing the previous sensor, the user applied a new dexcom g7 that paired with the dexcom app but failed to pair with the ilet. Symptoms included no ilet connectivity to the sensor. Outcomes included the user being advised to wait for the system to establish connection and to call back if the issue persisted, with no injury, hyperglycemia, hypoglycemia, or hospitalization reported. Investigation included guided troubleshooting consisting of toggling sensor settings, restarting the pump, re-entering the pairing code, and allowing additional time for connection. Investigation of this case revealed a pairing failure limited to the ilet while the sensor functioned with the dexcom app, consistent with communication or pairing configuration issues following sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary communication or setup issue resolvable through standard troubleshooting.